Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Also the pin that connects the stop to the inner drive shaft has sheared. As the driver is tightened to the screw with torsional force, there is lateral force on the stop and in turn the pin once the force is too high the pin will shear. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior surgical procedure at t4-pelvis. It was reported that the driver tip broke off in the head of the screw during bone screw insertion. The surgeon used a small piece of rod and removed the screw. The nurse was able to remove the broken off tip from the screw head once it was removed. The screw was then implanted. No fragment of the instrument was remaining in patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.